Manufacturer narrative:
H.6. Investigation: upon evaluation of the customer returned samples and photos, the customer¿s product issue was observed during visual evaluation. Bdj inspected actual customer samples and 5 photos were evaluated by the manufacturing site and found to have defective glass forming as the bottom of the tube as a tippy area, the tubes have excessive ink smears on the side walls, and the information is not printed on the tube uniformly. No samples were received at the manufacturing plant; therefore, the investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported before use the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes foreign matter in tube; biological and nonbiological and tubes/extenders with molding defects (non-cosmetic) that can be used. The foreign matter event occurred 15 times. The molding defect event occurred 1 time. The following information was provided by the initial reporter: "damaged tube x1, dirty tube x15."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes foreign matter in tube; biological and nonbiological and tubes/extenders with molding defects (non-cosmetic) that can be used. The foreign matter event occurred 15 times. The molding defect event occurred 1 time. The following information was provided by the initial reporter: "damaged tube x1, dirty tube x15."